Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that discovered the issue, isolated the leak to the hospital cart. The fse found the leak at a loose fitting at the high pressure union fitting located behind the doppler storage door. The fse tighten the fitting, and after the repair, multiple helium leak tests passed. Testing was done with a full pressure tank which was closed at the shut off valve. The fse replace and lubricated the console helium o-ring as a preventive measure. The critical alarm battery was also replaced with a new non-inventory part. The fse performed a preventive maintenance (pm), all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Pm was completed, and the iabp was then released and cleared for clinical service. (B)(6).

Event description:
It was reported that a demo cardiosave intra-aortic balloon pump (iabp) was return to the manufacturer, and during routine testing, helium leak was found. The helium leak exceeded the new service manual specification. It is unknown how, when or where this issue occurred before the iabp was returned to the manufacturer; however, there were no reports of issues from the field. There was no patient involvement, and there was no adverse event reported.